Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, an error 5 was displayed and the tissue pad was detached. Since the device became not to be activated, another device was used to complete the case. There were no adverse consequences for the patient.